Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be reprogrammed after MRI. The patient had an MRI and subsequent visit to neurosurgery clinic scheduled on 8/20 to check valve setting and reprogram if necessary. Pa determined that valve was set at 30 and made multiple attempts to reprogram valve to 120, all unsuccessful. Patient returned to clinic on 8/21 for additional attempts to reprogram valve to 120. Several attempts failed and valve remained at 30 as documented by x-ray. Patient returned to clinic on 8/22 complaining of over-drainage symptoms. Patient was scheduled for and underwent surgery on 8/23 to remove and replace the valve.

Manufacturer narrative:
Additional information- d10, g4, g7, h2, h3, h4, h11 corrected information- b5, g1, g2, h6, h10 sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The valve was visually inspected; a crack in valve casing was noted as well as biological debris. The position of the cam when valve was received was 30mmh2o. The valve was hydrated per internal procedure. The valve was tested for programming according to internal procedure. With programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed per internal procedure the valve passed. The valve was leak tested per internal procedure. No leaks noted. The valve was reflux tested per internal procedure the valve passed the test. The valve was dried. The siphon guard was removed. The cam mechanism was moved. The valve was tested for programming according to internal procedure. With programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6), the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing, as well as biological debris on the spring, cam mechanism and base plate. The cam magnets were controlled per process internal procedure. The magnets passed. The root cause for the programming issue was due to the valve receiving a hard knock. The root cause for the crack in the valve casing, is due to the valve receiving a hard knock. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.